Manufacturer narrative:
B3: date of event - updated.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Two years post index procedure, in (B)(6) 2023, during preparation for a transcatheter aortic valve implantation (tavi) transesophageal echocardiogram (tee) identified a laminar thrombus on the limbus side of the closure device. The tavi procedure was aborted due to the presence of the thrombus and the patient was instructed to resume apixaban. No patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated using bsc aware date as event date is unknown.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Two years post index procedure, in (B)(6) 2023, during preparation for a transcatheter aortic valve implantation (tavi) transesophageal echocardiogram (tee) identified a laminar thrombus on the limbus side of the closure device. The tavi procedure was aborted due to the presence of the thrombus and the patient was instructed to resume apixaban. No patient complications were reported.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). Two years post index procedure, in (B)(6) 2023, during preparation for a transcatheter aortic valve implantation (tavi) transesophageal echocardiogram (tee) identified a laminar thrombus on the limbus side of the closure device. The tavi procedure was aborted due to the presence of the thrombus and the patient was instructed to resume apixaban. No patient complications were reported. It was previously reported a 24mm closure device was implanted; it was later corrected that a 31mm closure device was implanted in (B)(6) 2021.